Manufacturer narrative:
Additional information noted that the laser unit being paired with the subject device determined to be no fault or issue. The subject device has not yet been received for evaluation. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the customer had an issue of pairing the soltive wireless footswitch. The issue found at preparation for use. There was no patient harm , no user injury reported due to the event .

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation . Please also see updates on section e2 and e3. The customer returned a tfl laser footswitch-wireless model number tfl-afswl serial number (B)(6) for the evaluation of "the foot pedal will not connect." A visual inspection on the as is received condition of the footswitch was performed. Inspection observed no anomalies as there were no loose foot pedals or button identified. The battery compartment cover was removed and noted there are two aa ¿procell constant¿ inside the battery compartment. Functional testing performed, used a test tfl-pls laser console to pair with the customer¿s wireless footswitch. Testing performed, pressed the ¿settings¿ tab on the touchscreen of the tfl-pls laser console, which opened a screen for specific settings. The ¿wireless pedal¿ tab was pressed and proceeded to follow the exact steps on the screen, was able to pair the customer¿s wireless footswitch successfully as it was displayed on the screen. Additionally, testing was performed, inserted a test laser fiber into the test tfl-pls and pressed the ¿mode¿ button on the wireless footswitch. The test tfl-pls corresponded as the device went from ¿standby¿ mode to ¿ready¿ mode, activated the left foot pedal and the right foot pedal consecutively and examined that power was being distributed through the test laser fiber. Testing performed by powered off the test tfl-pls and powered it on again to pair the wireless footswitch another time. The precise steps were followed yet again and confirmed that the customer¿s wireless footswitch was able to pair with no issues. Based on the device evaluation, it is unable to determine the cause of the customer's issue as the wireless footswitch was able to pair. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2, health professional. Information was inadvertently not included on the previous medwatch. Correction to h4, information was inadvertently not included on the previous medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.